Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the patient has had persistent cerebrospinal fluid (csf) leak despite having a shunt placed. The patient has been admitted to the hospital since (B)(6) 2023 due to poorly controlled pain and postural headache symptoms. Actions/interventions taken were a previous csf shunt placement, and therefore the cause of the ongoing leak was not determined. The patient was taken into the operating room for planned catheter revision. Upon dissecting down to the existing anchor and catheter, the physician noted a copious amount of csf coming from the incision site. The hcp used a new spinal segment revision kit which was placed at t11. The new catheter was then anchored. The hcp then removed the preexisting spinal segment and used sealant to close off the dural puncture site where the old catheter had entered. The new catheter was then connected to the preexisting pump segment using a collect. Incisions were then irrigated and closed. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #:(B)(6), ubd: 2025-07-12, UDI#:(B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 16-apr-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl (1000 mcg/ml at 100 mcg/day) via an implanted pump for an unknown indication for use. It was reported that the patient was experiencing headaches. There were no known environmental, external, or patient factors that may have led or contributed to this issue. The patient was experiencing bad headaches and the hcp assumed that the intrathecal portion of the catheter had come out and that the patient was having a cerebrospinal fluid (csf) leak. The hcp took the patient to surgery and revised the intrathecal portion of the catheter. The issue was resolved at the time of this report and the patient's status was "alive- no injury". The patient's weight and medical history were asked and would not be made available for this report.